Event description:
It was reported that an auto-off alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. The customer administered a correction injection to address the bg. Customer continued to use pump for insulin therapy.